Event description:
A malfunction was reported with the pump, suspected to be caused by x-ray exposure, and it displayed malfunction code 16. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it remained within a normal range. Customer technical support assisted the caller with resetting the pump, but the malfunction recurred, leading to the decision to replace the pump. The caller was informed of the steps to receive a replacement and return the defective pump, and a replacement with updated software was sent.